Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their device isn't working at all. Caller stated that they started having issues in april and went to go meet with a manufacturer representative (rep) on (B)(6) 2022 but couldn't troubleshoot because the equipment and implant weren't charged. Caller stated they went home and tried to use the equipment and it magically started working again and kept working mostly until the last month. Caller added that they plugged the recharger into the controller and when they turned the controller on there was a popping sound from inside the cord and nothing has worked since. Caller stated the controller will not turn on or respond to anything. Caller stated they had the controller plugged in for a week and the screen comes up with their name on it but when they try to unlock it the controller just vibrates and the screen does not change; sometimes it will show the lock screen but it doesn't respond to touch. Caller added that before when they could connect, the implant would only charge to 80% and then it would stop and they couldn't get connected again. Caller stated the entire system needs to be replaced and is awful compared to their old devices. Caller added that they have to charge more frequently compared to their old implant. Caller said they "hate it" and have thought about taking it out to get another one but know that scar tissue has formed and would make replacement more difficult. Caller added they had the equipment replaced in the past and the longevity of the equipment is awful. Caller stated they take the controller battery out all the time and it does not help at all. Caller stated troubleshooting is a waste of time because nothing works and the entire system needs to be replaced. Caller stated they would have called sooner but they had a pipe leak in their house which has been stressing them out but now they're in so much pain from not being able to charge the implant due to the issues above. Troubleshooting was unable to be performed as caller stated troubleshooting doesn't work and refused. Agent was able to get caller to check equipment for damage and caller said there was no visible damage because everything was broken internally. Caller had the controller and was pressing the buttons but said all the controller did was vibrate and the screen was not coming on. An email was sent to the repair department to replace the controller and recharger.